Event description:
During a peripheral treatment procedure to implant a 12 fr jugular titanium greenfield vena cava filter, deployment difficulties were encountered. Following delivery, the filter did no completely open in the inferior vena cava, therefore, another jugular titanium greefield vena cava filter was placed above the complaint filter. The procedure was successfully completed. No patient injuries or complications were reported. Current patient status is 'okay.'